Manufacturer narrative:
Based on the operative report provided, the explant was due to severe mitral stenosis secondary to calcification and prosthetic valve deterioration. Per operative report findings, two of the tree leaflets of the mitral valve were calcified and totally immobile. There was a large clot in the left atrium which was removed. The left atrial appendage was also removed. The patient was weaned from bypass and echocardiogram showed a well seated new mitral valve prosthesis with a mean gradient of 7 and no perivalvular leak. The patient was then transported to the ICU in stable condition. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be investigated, the severe mitral stenosis was likely due to the "two of the tree leaflets of the mitral valve were calcified and totally immobile" per the op report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years and 5 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or sample device is received. No further actions are possible with the available information.